Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with broken reservoir tube lip. The insulin pump was received missing end cap sticker. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother stated that there was fluid under the lcd display. The customer's mother reported that there was a crack on the screen. The customer's mother reported that half of the ring on the reservoir compartment cracked off. The customer's mother reported that the insulin pump had a blank display. The customer's blood glucose was 435 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.